Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised pump has a slow leak in the valve causing it to slowly come down with weight.